Manufacturer narrative:
Evaluation results: (root cause cannot be determined). No results available since no evaluation was performed (device or procedural images were not returned for evaluation). (No device received for evaluation). Evaluation conclusions: (root cause cannot be determined). Unable to confirm complaint (device or procedural images were not returned for evaluation). (B)(4).

Event description:
During a bypass graft angiograph, it was intended to use a resolute integrity rx drug eluting stent to treat a lesion in the obtuse marginal branch. It is reported that when the physician attempted to cross the lesion, the stent was displaced on the balloon. The stent and delivery system were removed from the patient and inspected. The physician confirmed that the stent was displaced. The procedure was completed with another stent. No patient complications are reported.